Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-160 mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored in the kitchen and were first opened in (B)(6) 2015. Reviewed meter memory: 1: 335 mg/dl, (B)(6) 2015, 09:48:00 am, fasting: yes; 2: 301 mg/dl, (B)(6) 2015, 05:35:00 am, fasting: yes; 3: 195 mg/dl, (B)(6) 2015, 12:23:00 am, fasting: yes; 4: 228 mg/dl, (B)(6) 2015, 05:46:00 pm, fasting: no; 5: 270 mg/dl, (B)(6) 2015, 01:30:00 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored in the kitchen and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product under eval.